Event description:
It was reported that the day prior the patient had a return of symptoms and was told she didn¿t have to feel stimulation for it to work. It was noted that stimulation was turning off and the patient programmer was stuck on a screen. It was reported that patient couldn¿t figure out what was going on and had the ¿need to sync¿ screen on the patient programmer. The patient was able to successfully sync the programmer with the implantable neurostimulator (ins). It was reported that the patient tried to increase stimulation and currently did not feel stimulation. It was noted that stimulation was currently turned off, the patient was able to turn the ins on, and she was on program 4 at 2.0 and did not feel stimulation. The reporter stated that the patient increased stimulation to 4.2 while sitting but it was too strong while standing. The patient decreased stimulation to 3.3 and stated it was comfortable but strong at this setting. It was noted that the patient would continue to track her symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0c6yq, implanted: (B)(6) 2013, product type: lead. (B)(4).